Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12k07082, h12h02021, h12i06079, h12j01053 and h12l07031. No exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. The patient was hospitalized for the peritonitis on the same day. On an unknown date, the patient was treated with cefepime and vancomycin for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. This is report 3 of 3, for the transfer set involved in this peritonitis event.